Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the rn set IV pump to run at ordered rate 100 ml/hr (the patient and pump were scanned through mar) for doxycycline antibiotic. 30 minutes later the patient complained of discomfort at IV site and arm. The primary rn accessed the IV site and it was within normal limits. The primary rn noticed the antibiotics were almost done within 30 minutes of running (supposed to run over 1 hr). The pump module was still reading that it was running at 100 ml/hr. There was patient involvement and had pain/burning at IV site and erythema at the IV site noted the next morning. The patient required "IV team consult and assessment" due to phlebitis as well as heat treatment 4 times per day. According to the clinician, "the patient also had received other IV antibiotics, we cannot rule out at this time that the phlebitis was due to the event or a cumulative result of all IV therapies."

Event description:
It was reported that the rn set the infusion pump to infuse doxycycline (100mg in ns 100ml ivpb) at the ordered rate 100ml/hr, to run over 1 hour. The patient and the pump were scanned through through the electronic medical record (emr) medication administration record (mar). Thirty (30) minutes later, the patient complained of discomfort, pain, and burning at intravenous (IV) site. The primary rn accessed the IV site and it was "within normal limits." The primary rn noticed the antibiotics were almost done within 30 minutes of running. However, the device was displaying that it was still running at 100ml/hr. There was erythema at IV site noted the next morning. It was also reported that the IV access had to be removed and a new IV was placed the following morning using ultrasound due to difficult IV placement. It required IV team consult and assessment due to phlebitis as well as heat treatment four times per day. It was noted that the patient also had received other IV antibiotics and the clinicians cannot rule out at this time whether the phlebitis was due to the event or a cumulative result of all IV therapies.

Manufacturer narrative:
Omit : a24 - adverse event without identified device or use problem (2993) and f2303 - medication required. Correction : describe event or problem, adverse type, type of reportable events, imdrf annex a grid, imdrf annex f grid and manufacturer narrative. Upon further assessment of the customer's report by those who are qualified to make a medical judgment. It was reasonably concluded that the reported event is not a serious injury. This supplemental MDR is being submitted to correct the reportable event to malfunction.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manufacture device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the rn set IV pump to run at ordered rate 100 ml/hr (the patient and pump were scanned through mar) for doxycycline antibiotic. 30 minutes later the patient complained of discomfort at IV site and arm. The primary rn accessed the IV site and it was within normal limits. The primary rn noticed the antibiotics were almost done within 30 minutes of running (supposed to run over 1 hr). The pump module was still reading that it was running at 100 ml/hr. There was patient involvement and had pain/burning at IV site and erythema at the IV site noted the next morning. The patient required "IV team consult and assessment" due to phlebitis as well as heat treatment 4 times per day. According to the clinician, "the patient also had received other IV antibiotics, we cannot rule out at this time that the phlebitis was due to the event or a cumulative result of all IV therapies."